Event description:
Customer reported that she experienced high blood glucose over 500 mg/dl and level has been around 300 mg/dl after that. Customer changed the infusion set. Customer was unable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.